Event description:
It was reported that the device was explanted after an implant duration of zero days. It was learned that the device was explanted due to a left main coronary ostium obstruction.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was initially learned through implant patient registry. Through follow up with the surgeon, additional information regarding the explant was learned. It was also noted that a copy of the operative report (in french) is available. A device history record review is in process.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.